Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a temperature (temp - physical damage) issue. It was reported that the battery compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2014 with the following findings: a review of the pump black box data revealed no unusual voltage fluctuations. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap secured properly to the pump and was used to complete investigation. The pump powered on with audible tones and vibration. The rewind, load, and prime steps were completed successfully. The pump was powered with an external power source and all motor current readings were within specifications. No overheating was duplicated during testing. The pump case was removed and no evidence of moisture or loose components was found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.